Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that the extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Pt's age, weight and gender were not provided by the user facility. Per the complaint, the balloon burst during the procedure. The procedure was completed with another device. There has been no report of complications or injury to the pt, related to this event. Pt's status post procedure was stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.